Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon 80% deployment, the valve dis lodged up. The valve was recaptured and upon redeployment one paddle had come out of the pocket. The valve was dragged back to the sheath partially in the capsule. It was unable to be withdrawn and was deployed in the left iliac artery. A second valve was successfully deployed in the annulus. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.